Event description:
It was reported that the device had channel error. There was patient involvement, but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of channel error was confirmed through log review and was replicated during laboratory testing. The suspect pump module was attached to the concomitant pcu. The pump module began to alarm and a ¿check IV set¿ message was displayed on the suspect device. The results indicated that the bottle side pressure sensor was out of specification, while the patient side sensor was within of specification. When light pressure was applied, the patient side sensor showed the expected voltage changes. However, the bottle side sensor voltage remained close to 5v without pressure, resulting in channel error code 240.4150 (sensor broken high failure). After replacing the sensor, the suspect pump module successfully passed the analog sensor task. Review of the pcu event log, on (B)(6) 2025, at 11:26 pm, the pcu was powered on, a guardrail drugs (paracetamol) infusion was programmed with the following parameters: drug amount of 1000 mg, diluent volume of 100 ml, concentration of 10 mg/ml, dose of 1000 mg, rate of 400 ml/h, volume to be infused (vtbi) of 100ml, with duration of 15 minutes. Between 11:31 pm and 11:38 pm, the pump module alarmed ¿air-in-line¿, channel a was selected and the user pressed silence key five (5) times, then the pump module alarmed ¿safety clamp open¿. The user updated the vtbi to 30 ml. The pump module alarmed channel malfunction error code 240.4150 (sensor broken high failure). At 11:39 pm, the user restored the infusion, twice. The pump module alarmed ¿check IV set¿ twice, on both occasions. The pump module alarmed channel malfunction error code 240.4150 (sensor broken high failure). According to the alaris tm system user manual (v12.3.2), notes that channel error means a malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198 (d)(2). Note to repair center: the suspect pump module was disassembled, please replace the bottle side and patient side pressure sensors. Please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported channel error is attributed to a defective bottle side pressure sensor. Note that imdrf annex a040502, a1801, c0601, d15, g02017, g04037, g04088 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error. There was patient involvement, but no harm.